Manufacturer narrative:
(B)(4). A thorough analysis could not be performed on the product because it was not returned to abbott vascular for investigation. A device not coming out of a patient groin can be affected by numerous factors including, but is not limited to: manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device, which includes clip deployment and device removal from the tissue model. Information about user technique was not provided. Patient anatomical conditions (e.g. Calcified arteries, morbidly obese patients, etc.) And a tight tissue tract may cause the reported difficulty in device removal and cause it to break. Tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset can also cause the reported event. A conclusive cause for the reported device not coming out of the patient groin could not be determined. A review of the lot history record and a query of the complaint handling database was not performed because the device lot number was not reported. Based on the review of the event information and manufacturing testing/inspection criteria for this device, a product quality deficiency was not noted.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) after a heart diagnostic procedure. Reportedly, the starclose se was deployed uneventfully; however, after deployment, it'd not come out of the patient's groin. The device safety features were used and the device came out without further incident, the clip achieved hemostasis. The patient did not experience any adverse effect. A 5fr sheath was used during vessel closure. The physician is in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated age of the patient was reported as being in the (B)(6). The estimated weight of the patient was reportedly approximately (B)(6). Patient height (B)(6). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review will not be performed. A follow-up report will be submitted with all relevant information.